Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
At this time, the complaint investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. The complaint will be reevaluated at investigation completion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8 mm small grasping retractor instrument to perform failure analysis. The instrument was analyzed and found to have a derailed pitch cable. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. No damage was observed to the input shaft or clamping pulley.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Intuitive surgical inc., (isi) followed up with site to obtain demographic information. However, requested information could not be released by hospital.